Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. Device history records confirmed no abnormality in the device. Probable cause of the failure of charge couple device that led to the image does not appearing anymore, is likely the non-olympus cable used. Troubleshooting in the instruction for use does caution that olympus is not liable for any injury or damage that occurs as a result of repairs attempted by non-olympus personnel.

Manufacturer narrative:
Due diligence was executed for this event. There is no further information available for this event. The device has been returned and a device evaluation completed. The manufacture date is not available at this time. Upon inspection, it was observed that the device charged coupled device (ccd) unit was faulty. The sensors were not delivering an image. The cable for the device was also non-olympus. Cause for the faulty ccd unit could not be determined.

Event description:
The device came in for repairs with an unknown issue, which was identified to be a no image issue. There was no reported adverse impact to any patient. The device was inspected prior to use with no anomalies observed. The device set up was correctly done. The device is stored in a container and sterile when not in use.